Event description:
Reporter indicated that vns patient has been having "more seizures than ever and even double ones". The patient also was shaking as if patient were drunk. Investigation to date has been unable to determine the cause of the reported events.